Event description:
This lead was capped and replaced due to high threshold readings. The pt had an mi after the implant which caused scar tissue around the lead tip location, which caused the threshold to go up to 5v. The device was set at an output of 7v for over 2 years depleting battery because the pt was 100% rv paced. There were no adverse events reported for the pt. Should additional information be received, this file will be updated.